Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 34 mg/dl at the time of incident. The customer was declined troubleshooting for low blood glucose level. The customer was treated with 20oz bottle of mountain dew and 20oz bottle of orange soda for low blood glucose level. Customer stated that the auto mode feature was not on. The device will not be returned for analysis.